Event description:
When the auraclens/saline mixture was added to the viality device, the drawer was slightly out and could not be pushed back in. All the added fluid, leaked out of the bottom. Another unit was required to complete the procedure.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Device# a51921 was not returned for investigation. However, pictures were provided, and an investigation was generated by tam¿s quality engineer. Investigation result: in the pictures provided there isn¿t any evidence that can be seen that could contribute to the cause of the leaking. The drawer was reported to not be seated all the way into the device. The drawer (tray) gasket that is positioned on top of the drawer and seals the chamber of the device. If the drawer was pulled out, the device could develop a leak if the gasket is disturbed. Pushing the drawer back, in most cases, causes the foam beneath it to bunch up and preclude the drawer from closing. If the drawer isn¿t fully closed, the gasket may not be in position to prevent leakage. Also, the leak could have occurred if the front collection port cap was not secured properly. The likely cause of the leak reported may have been that the drawer gasket was disturbed and did not make a seal after the auraclens mixture was added. The device did meet specifications per edhr review. The customer reported that the procedure was finished with another unit. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.